Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the insulin pump had a blank display. The representative reported that there were scratches and a crack on the insulin pump. The customer's blood glucose was 6 mmol/l at the time of incident. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.